Event description:
The user stated the ise results were running low and were higher upon repeat testing. All initial and repeat testing was on (B) (6) 2009. All results are in mmol per l. Sample 1 initial sodium was 46, repeat result was 143; initial potassium result was 1.1, repeat result was 3.0. Sample 2 initial sodium was 87, repeat result was 136; initial potassium result was 2.2, repeat result was 3.5. Sample 3 initial sodium was 89, repeat result was 132; initial potassium result was 2.5, repeat result was 3.7. None of the initial results were reported so none of the pts were treated based on the low results. The field service rep determined the ise waste pump was not working and replaced it. He verified the system operation and ise functionality.